Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon investigation the monitor's belt receptacle was broken from the monitor case, damaging the white pulse wire in the trunk cable. The cause of the testing failure is the damaged electrode belt receptacle and wire. The root cause of the damaged receptacle is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient was experiencing arrhythmia alarms.